Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
(B)(4). There were no patient consequences reported. It is unknown if the device is available for return.